Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05944 and 2134265-2017-05945. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system and 33 mm watchman ® laa closure device & delivery system were used. The closure device was deployed, but a partial recapture was necessary. During the partial recapture, one of the struts on the closure device became deformed, so they performed a full recapture to remove the device. They performed a sweep to check for a pericardial effusion and a pericardial effusion was noticed. They continued the procedure and used another 33 mm closure device which was successfully implanted. The patient was observed overnight and a transthoracic echocardiogram (tte) was performed the following morning. The patient was stable and discharged a day after the procedure.